Event description:
Sterility issue, hair in sterile pack: cmc extremity pack opened on back table. Removed self-contained sterile splash basin pack to ring stand. Upon opening the sterile wrap enclosing the splash basin, saw a hair against the sidewall of the inner basin. Splash and contents not used; additional sterile supplies obtained.